Event description:
It was reported to medtronic minimed that the customer experienced a possible over-delivery anomaly, sensor glucose vs. Blood glucose. The customer reported hypoglycemia, loss of consciousness, and was treated with glucagon. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) unk_ngp, mmt-332a, unomedical, and unk_sensor. The customer reported low blood glucose. The customer reported a discrepancy between sensor glucose vs. Blood glucose. The customer had used the insulin pump system within 48 hours of the reported event and it was unknown whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_sensor.

Manufacturer narrative:
Mw5154346 was received through FDA¿s medwatch program. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received from medwatch that the customer's husband reported that the customer had a low blood glucose event and loss consciousness on (B)(6) 2024. Customer was sleeping and had no symptoms of low prior to the incident. Blood glucose meter read lo. Customer alleged the continuous glucose monitoring system was not working and was sending wrong messages to the pump, causing the pump to deliver more insulin than it should. Auto mode was used. It is unknown if the customer will continue to use the pump. Pump is not returning for analysis.